Manufacturer narrative:
Case ID: (B)(4).

Event description:
Hallucinations [hallucination]. CT scan, there was a significant difference in the CT report [computerized tomogram abnormal]. Being confused [confusion]. Her behavior changed [behavior abnormal]. Losing her voice [loss of voice]. Dryness of the throat [dry throat]. Headaches [headache]. She was not better as we speak [unwell]. She was rinsing her mouth and gargling with the polident solution [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hallucination in a (B)(6) year-old female patient who received denture cleanser (polident whitening tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident whitening tablets. On an unknown date, an unknown time after starting polident whitening tablets, the patient experienced hallucination (serious criteria gsk medically significant and other: gsk medically significant), CT scan abnormal, confusion, behavior abnormal, loss of voice, dry throat, headache, unwell and wrong technique in device usage process. The action taken with polident whitening tablets was unknown. On an unknown date, the outcome of the hallucination, CT scan abnormal, confusion, behavior abnormal, loss of voice, dry throat, headache, unwell and wrong technique in device usage process were unknown. It was unknown if the reporter considered the hallucination, CT scan abnormal, confusion, behavior abnormal, loss of voice, dry throat, headache and unwell to be related to polident whitening tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on 02 mar 2021. Consumer stated that my mom was a senior. She used polident, and I noticed she was rinsing her mouth and gargling with the solution. What are the damaging effects it could do ? I don't know how long she has been doing that. She was experiencing some symptoms, like losing her voice, dryness of the throat, headaches. The last one she was using was polident whitening 222 tablets. I noticed the symptoms around christmas time. Her behavior changed, hallucinations, being confused. We went to the hospital for toxicology, CT scan, there was a significant difference in the CT report. Maybe I will call poison control. You can send your authorization form, I will think about it. You can follow up with me by email. She is not better as we speak. Consumer agreed to a follow up with her, but only by email.